Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient went to the emergency room for an unrelated indication and was diagnosed with peritonitis during their emergency room visit. The cause of peritonitis was not reported. The patient was not hospitalized for the event of peritonitis. The patient was treated with fortum and cefazolin (intraperitoneally, doses, and frequency not reported) for the peritonitis event. One day later, the patient went home from the emergency room. At the time of this report, the patient had not yet recovered from peritonitis and pd therapy was ongoing. No additional information is available.